Event description:
The customer reported she was losing the sound capability on the pc. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that they did not receive audible alarms from their obtv system. There was no patient harm reported by the customer.